Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint is being confirmed as the component, ring got broken vertically, but not into two pieces. Based on the information available and due to several other complaints of the same nature the CAPA (corrective and preventive action) was introduced as direct action to these complaints in order to avoid such an occurrence in the future. The initial investigation of this CAPA has shown that the raw material is a potential root caused for this issue, but the investigation is still ongoing and no definitiv root cause is defined at this point. In addition to this CAPA, a stop shipment and a field action decision was made. As this issue is addressed in CAPA no further investigation is required for this complaint device history lot part: 04.607.402, lot: 3l06929, manufacturing site: mezzovico, release to warehouse date: 08. Jan. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device is distributed in the united states. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: mni, mnh, kwp. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during the lumbar spinal stenosis surgery, after pre-drill, locked the screw, no any abnormal situation noted, when the surgeon wants to close the incision, heard the abnormal noise, checked and observed the screw was broken. Removed the broken screw, the surgery delayed. The patient is stable and in hospital now. Concomitant device reported: unknown pedicle screw (part # unknown, lot # unknown, quantity 1), unknown sleeve (part # unknown, lot # unknown, quantity 1), unknown nut (part # unknown, lot # unknown, quantity 1), unknown rod (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).